Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 8 months. The patient remains ongoing with the device. However, the replaced segment of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the outpatient clinic with a portion of the silicone on the driveline missing. Therefore, rescue tape was re-applied to the area and the patient was instructed to contact the team if any alarms occur before the scheduled driveline repair on (B)(6) 2018 . On (B)(6) 2018, the manufacturer's technical service representatives arrived onsite and performed a distal end percutaneous lead (driveline) replacement. The repair was done less than 2 inches from exit site. There were no alarms reported for this event and the patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned portion of the driveline as well as the submitted photograph confirmed the reported cosmetic damage to the outer silicone sleeve. A distal end driveline replacement was performed due to cosmetic driveline damage on (B)(6) 2018 and approximately 16 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the driveline segment in its returned condition did not reveal any discontinuities or shorts, even with manipulation of the driveline. Removal of the rescue tape repairs confirmed a complete separation of the outer silicone sleeve adjacent to the terminus of the distal end bend relief as well as smaller slices in the sleeve at approximately 9-10 inches from the metal connector; however, no damage was noted to the underlying bionate layer. Although significant breakdown of the metal braided shield was observed along the length of the driveline segment, the underlying wires appeared unremarkable with no evidence of kinking or severe insulation abrasion. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for high-potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.